Manufacturer narrative:
510 (k) number; k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician did the puncture to mass to obtain core tissue. However it bent a lot and from the 2nd puncture, it couldn't push forward at all. He paused the procedure and used echo-3-22 and procedure finished successfully.

Manufacturer narrative:
510 (k) number; k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Investigation details: the device related to this occurrence underwent a laboratory evaluation. A proximal kink was observed during the lab evaluation. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1414953 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1414953. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent was concluded from the available information. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion as indicated in the additional information. Other possible cause could be attributed to requiring flexed endoscope position which was also indicated in the additional information. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the physician did the puncture to mass to obtain core tissue. However it bent a lot and from the 2nd punture, it could not push forward at all. He paused the procedure and used echo-3-22 and procedure finished successfully.